Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was not working properly since the patient had an "adjustment revision" in november. The patient wanted a company representative (rep) at their doctor appointment tomorrow. No patient symptoms were reported.